Event description:
Reportedly, there is a difference between the remaining longevity displayed and the reality. On (B)(6) 2017, the displayed longevity was 19 months (+/- 1 month) with a battery impedance of 5.35 kohms. During the follow-up performed on (B)(6) 2017, the displayed longevity was lower than 3 months, with a battery impedance of 8.99 kohms. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.

Event description:
Reportedly, there is a difference between the remaining longevity displayed and the reality. On (B)(6) 2017, the displayed longevity was 19 months (+/- 1 month) with a battery impedance of 5.35 kohms. During the follow-up performed on (B)(6) 2017, the displayed longevity was lower than 3 months, with a battery impedance of 8.99 kohms.preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.

Manufacturer narrative:
The device was explanted and returned for analysis.

Event description:
Reportedly, there is a difference between the remaining longevity displayed and the reality. On (B)(6) 2017, the displayed longevity was 19 months (+/- 1 month) with a battery impedance of 5.35 kohms. During the follow-up performed on (B)(6) 2017, the displayed longevity was lower than 3 months, with a battery impedance of 8.99 kohms. Preliminary analysis results showed that normal battery depletion occurred based on hrs guidelines.